Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Lens was discarded

Event description:
The customer reported the aa4203tf silicone single piece lens was inserted and removed due to the patient's weak zonules. The surgeon put in a control tension ring but it did not stabilize the eye. An acl was implanted and this lens was discarded. The reporter stated the event was the result of a patient condition and not lens related.

Manufacturer narrative:
Per medical review - reportedly, iol was not positioned properly upon insertion requiring intraoperative lens removal/exchange. Before lens removal a ctr was placed but didn`t help with proper iol positioning. The lens was removed without incision enlargement or any other injury to the patient. An anterior chamber lens was successfully implanted. No reported postoperative sequelae. According to the report, dated on (B)(6) 2015, the cause of the event was patient factor (weak zonules) and was not associated with the device. (B)(4).

Manufacturer narrative:
Method - (process evaluation): device history record review.results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggest a contributory factor to the complaint.(B)(4)